Manufacturer narrative:
Additional information was received on (B)(6) 2019. An explant is scheduled for (B)(6) 2019. 2. Is other serious- uncheck 2. Is required intervention- check reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/14/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/11/2019. When the devices were explanted, bilateral prosthesis replacement with 450cc mentor gel implants was performed. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture and developed a breast mass. During evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/24/2019 mentor became aware that errors were submitted with follow up number 4 submitted on that same date. The report submission due date was erroneously omitted. The correct report submission due date was 1/23/2020. Additionally, ethnicity was erroneously populated. These values were submitted with correctly with the initial report submitted on 9/23/2019 and did not need to be populated with the same values a second time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously submitted the wrong '4. Date received by manufacturer date' with supplemental report submitted on (B)(6) 2019. The correct value should have been (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 445cc mentor memoryshape implant, catalog #3341309g; serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 445cc mentor memoryshape implant experienced spontaneous right sided rupture post procedure. Additionally, the patient had a painful right lump in the lower arm pit near the breast. The lump was felt by a physician, and the patient was sent for imaging studies. The results of those studies are still pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.